Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of the power supply assembly. The power supply assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
During a patient event, it was reported that the device lost power when the operator attempted to charge defibrillation energy. The medical professionals evaluating the patient detected a ventricular fibrillation(vf) rhythm and requested the defibrillator that was plugged into ac power. The device operators attempted to charge the defibrillator twice but the device lost power during each instance. The device was plugged back to the ac power outlet but the issue persisted. A second defibrillator was retrieved within few minutes and converted the patient to a sinus rhythm. The device use had no adverse effects on the patient. The patient was reported to pass away a few hours later. There were no further details on the event and/or the patient provided.